Manufacturer narrative:
Manufacturer's investigation conclusion: the report of elevated pump powers could not be confirmed through this evaluation as no log files were submitted for review. A specific cause for the reported elevated pump powers, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be established through this evaluation. As of the date of this report, heartmate ii lvas, serial number (B)(6), has not been returned; this record will be closed accordingly. No product is available for investigation. The heartmate ii lvas IFU provides an explanation of all pump parameters (including pump power), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Care instructions for preventing infection are outlined in various sections of this document and the hmii patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline repair was reported in MFR # 2916596-2018-04433. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent transplant. The patient had continued elevated pump powers. Due to potential for progression to phase to phase, in conjunction with elevated pump powers, the team decided to upgrade patient's status on the transplant list.